Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) for feeling like they were getting shocked. The physician was unable to view the reports as the device had limited battery capacity. Technical services (ts) reviewed the reports and confirmed that remote monitoring was disabled due to the device reaching elective replacement indicator (eri). Additionally, code 1007 appeared for this device, indicating that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. Technical services (ts) advised the device to be replaced. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. End of life (eol) was confirmed to be declared. The excessive hv charges after the eol declaration caused the battery voltage to decrease to cause the code 1007 to appear.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) for feeling like they were getting shocked. The physician was unable to view the reports as the device had limited battery capacity. Technical services (ts) reviewed the reports and confirmed that remote monitoring was disabled due to the device reaching elective replacement indicator (eri). Additionally, code 1007 appeared for this device, indicating that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. Technical services (ts) advised the device to be replaced. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.